Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced recurring incontinence and urethral erosion with an artificial urinary sphincter (aus) leading to it being previously removed. There were no device malfunctions associated with the explanted aus. After the patient had healed, a reimplant procedure was performed in which a new system was implanted. The patient did not experience further adverse events and was said to be good following the procedure.